Event description:
Ous MDR - it was reported that approximately 136 months after the implantation this lead was capped and replaced due to oversensing with an inappropriate shock. The x-rays showed possible lead breakage.

Manufacturer narrative:
As of today, the medical device is not available for analysis. Therefore, the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device, as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available iegms showed synchronous artifacts on the farfield as well as on the right ventricular channel leading to oversensing with shock delivery, as reported in the complaint text. Based on the available information it cannot be definitively determined whether the suspected exposed conductor cable visible on the x-ray image was the root cause for the issue. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.